Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, no objects were pressing up against the button. Customer's blood glucose level was 113 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.